Event description:
The patient reported: "in 2005 the catheter had become disconnected (inside of me), but I could not find a doctor who would test to determine this." No symptoms were reported. An x-ray taken in 2008, before an elective pump replacement, showed that "the pump was disconnected". The pump was replaced. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the health professional.

Manufacturer narrative:
Catheter.